Event description:
A patient who had undergone ent scope procedure about 20 times since august 2002 had three episodes of anaphylatic -like reactions, twice in 2003 and once in 2005. The reactions were described as urticaria all over the body, unconsciousness and loss of facial color. One possible cause of the reaction is felt to be related to xylocaine spray.